Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observations related to the reported complaint were also observed. The instrument was found to have a dislodged pitch cable in the housing at the proximal end. The instrument was also found to have a loose pitch cable at the distal end. The loose pitch cable was caused by the broken pitch cable. An additional observation not reported by the site was identified. The instrument was found to have a derailed grip cable at the distal end. Derailed cables are attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the connection cable of the permanent cautery spatula instrument was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.